Event description:
It was reported that a continuous glucose monitor (cgm) error occurred. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who guided them through a pump reset, successfully resolving the error without it recurring.